Event description:
It was reported, per call report, that pt is an intra-aortic balloon pump (iabp) dependent pt with 100% left anterior descending (lad) occlusion. Rn stated that she was assisting another rn and iabp was alarming low battery alarm, despite being plugged into the wall outlet. Rn and clinical support specialist (css) attempted to troubleshoot iabp and outlet in which iabp was plugged into to ensure it's operational, and that plug was fully inserted into pump. Plug was operational (vent is plugged into same outlet). Rn was concerned she would not have enough time to obtain another pump, and had questions about manual pumping iab until a replacement pump arrived. Css instructed rn on the use of a 60cc syringe to manually inflate/deflate iab. During instruction, pump stopped working and replacement pump arrived. Rn ended call by stating she had to help change pt over to replacement pump. Css phoned rn back and was informed that pt was transferred to replacement pump without complications. Pump that was removed from pt was sent to biomed.

Manufacturer narrative:
Product will not be returned for eval.